Event description:
It was reported that some time post port placement, the catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed on the returned device. The investigation is confirmed for catheter damage and the identified wear problem and deformation due to compressive stress as two circumferential splits were noted from the distal end of the cath-lock. The edges of both splits were rounded. The splits showed characteristics of granular surfaces. The port body and attached catheter were patent to infusion and aspiration with a leak noted at both splits. Aspiration of water into the syringe was attempted but was unsuccessful; only air was aspirated into the syringe. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3,h6(device,method). H11: h6(result and conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter allegedly damaged. There was no reported patient injury.